Event description:
The customer reported that testosterone no value results with instrument generated flags were generated on the unicel dxl800 access immunoassay system for one patient. The instrument flags were indeterminate flags which are indicative of a result that cannot be distinguished from a system failure. Beckman coulter inc. Assessment of customer supplied performance data indicated that upon repeat on the same instrument using a different reagent pack, the same no value results were obtained. Subsequent retesting of an additional sample diluted by a 1:2 factor, generated numerical results which were considered valid and reported outside of the laboratory. Share packing was eliminated as a possible cause of the event. Beckman coulter inc. Assessment of supplied customer data indicated that the initial and repeat testosterone results possessed relative light units (rlus) which were higher than the s0 calibrator standard. The initial testosterone no value result was released from the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The samples were collected in serum tubes at a satellite facility and shipped frozen to the customer for analysis. The samples had been stored frozen for seven days prior to analysis. The samples were normal in appearance and possessed no visible abnormalities. Centrifugation information was not provided by the customer. Instrument testosterone quality control results had recovered within the customer's established specification on the day of the event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that a routine system check executed prior the event generated results which met instrument specifications. A definitive root cause has not been determined to date for this event.